Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel, with optiview technology. (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both trocars were leaking through the case. A third was used to complete the procedure. No adverse consequences reported.